Manufacturer narrative:
The investigation has been reopened due to receiving device for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. With the information provided, the reported complaint that the cement did not adhere at the tibial component can be confirmed, but the actual root cause cannot be conclusively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Cement didn't adhere to tibial tray intraoperatively.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies . (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.